Manufacturer narrative:
During an internal review of this complaint on february 25, 2016, it was found that during the biosense webster analysis the lot number was retrieved from the catheter. The lot number is 16087049l. Therefore, the UDI number is (B)(4). Manufacturer's ref. (B)(4).

Manufacturer narrative:
Notification was sent in the 3500a supplemental #3 stating that during an internal review of this complaint, it was found that during the biosense webster analysis the lot number was retrieved from the catheter. Therefore, the UDI number was provided. Therefore, an internal corrective action has been opened to prevent this issue. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on december 20, 2014. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a thermocool sf navigational catheter and charring occurred at the tip of the catheter. Upon receipt, the catheter was visually inspected and char was found at the proximal end of the tip dome. The returned device was then evaluated for electrical resistance, thermocouple and generator test. Catheter failed during generator test the temperature required was not reached. Further examination revealed that the thermocouple wires had a solder short circuit at the connector. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed generator test. However the root cause of the char remains unknown.

Event description:
It was reported that a patient underwent a procedure with a thermocool sf navigational catheter and charring occurred. After ablation had been performed and the catheter was pulled out of the patient, some charring or coagulum was observed at the tip of catheter. There was no event during the procedure noticed to cause the char or coagulum. There was also no harm to the patient. Patient outcome was good and the procedure was performed successfully. Upon request, additional information was provided on the event. A small amount of char or coagulum was on the catheter which the physician did not consider to be excessive. A picture was provided however the amount of char or coagulum were not able to be determined. There were no issues related to the temperature or irrigation flow. Heparin was used for irrigation and marcumar was used as anticoagulation during the procedure. The presence of the char or coagulum and since we were unable to determine the amount of the char or coagulum, the char or coagulum is indicative of a reportable issue.